Event description:
The blue coating from the sensor guidwire came off within the pt's bladder during a therapeutic ureteroscopy procedure. The procedure had been completed by the time the event was noted. There were no pt complicatoins involved.